Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2get6 implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-mar-2023, UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they had a nerve burning surgery and woke up in tears. Patient said they were in tears for 3 hours. Patient was given fentanyl and sent home. Patient turned stim on at a low level at the surgery center and half an hour later at home they turned stim up closer to where they had it before and the pain level in that area in their back went through the roof. Patient ripped a couple of stitches out of their back before they realized what they were doing. Patient then turned stim off. Patient saw their urologist about 2 months after the incident . The patient was redirected to their healthcare provider to further address the issue. Patient went to have a MRI and told the tech they didn't think the device was working. The tech asked for confirmation it is safe to do a MRI. Patient said the tech was concerned the lead moved. Reviewed hcp can check system.